Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert occurred due to low left ventricular (lv) lead pacing impedance. It was further reported there was variable lv impedance. In clinic measurements noted undefined impedance when measuring with any vector including lv3. For all other vectors, the impedance is variable. It was further reported that effective cardiac resynchronization therapy had decreased since the time of the alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead is scheduled to be revised or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted and replaced. It was further noted that there was high lead impedance.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The low voltage 3 conductor developed a fracture due to flexing while in vivo. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was implanted with a competitor guidewire still inserted throughout the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.